Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. The customer's blood glucose reading was 179 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. It was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm occurred after the pump error alarm was cleared. No unexpected power loss alarms in the long trace and pump history noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The device was received with cracked select button keypad overlay and minor scratches on lcd window.